Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered a blood glucose (bg) value into the carbohydrate field and delivered a 23 unit bolus. Bg level was 279 mg/dl before delivering the bolus. Customer attempted to correct by consuming carbohydrates. Customer was treated with orange juice at the emergency room for a bg level of 60 mg/dl. Bg level began to stabilize. Contact declined any further follow up from tandem technical support. Recommendation was made for customer to discuss diabetes management and pump settings with health care provider.